Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient was paralyzed from the chest down. The doctor does not believe it is device-related but believes it may be related to a hematoma that developed postoperatively. The hematoma was evacuated. The patient was transferred to a rehabilitation facility and remains under medical supervision.